Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged trunk cable connector. The connector was cracked, and the white driven ground wire was open in the connector. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving frequent check belt messages. The patient was issued a replacement electrode belt.